Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had triggered an alert for ventricular defibrillation impedance out of range. It was noted that it was the rv coil that alerted for going out of range and review of the lead¿s trends shows variability of 60 ¿ 110 ohms since implant approximately 5 months earlier. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.